Manufacturer narrative:
(B)(4) - device evaluated by manufacturer: the manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was supported with a paracorporeal ventricular assist device (pvad). While getting ready to transport the patient to dialysis, it was reported that the dual drive console shut off when it was unplugged and immediately lost battery power. The patient passed out and went into unspecified "defibrillation". Ac power was subsequently restored. The patient''s condition was reportedly stable and at rest after the event.

Manufacturer narrative:
The reported incident of the unit immediately losing power when unplugged was confirmed. Evaluation performed on the device isolated the fault to the installed ups and module batteries. Review of the device history records revealed the unit was past due for scheduled preventative maintenance service. During service activities, the ups battery box and the 6 volt module batteries are replaced annually. No further information was provided. The manufacturer is closing the file on this event.